Manufacturer narrative:
Product analysis : the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated damage at implant. Analyst noted that visual analysis found outer insulation breached/cut and blood ingress on proximal conductor, (B)(4). According to the finding and the anomalies described in the event and due to the length of implant, it is likely that the extrinsic insulation breach observed during analysis occurred at implant and it is likely the cause for the electrical complaints of undersensing.

Event description:
It was reported that the right atrial (ra) lead became dislodged and fell into the ventricle. It was further noted that there was undersensing and the patient has a large dilated right atrium with history of atrial fibrillation (af). Lead placement difficulty due to patient anatomy was also noted. The ra lead was later explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.